Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 99 mg/dl. The drive support condition was not mentioned. The reservoir volume amount was 120. Customer stated insulin keep squirting out and could not rewinding and priming process. The insulin pump will be returning for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to compromised forced sensor system alarm.